Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on the keypad traces. No button error alarms noted during testing. The pump functioned properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery alarms were noted during testing. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error that she could not clear; the customer removed the battery and reinserted it but the alarm persisted. The patient's blood glucose at the time of incident was 120 mg/dl. Troubleshooting was initiated for the button error alarm. The customer stated that the pump was exposed to body sweat. Additionally, the customer reported delivery issues; the customer did not believe insulin was delivering properly due to her scar tissue. She stated that her scar tissue hindered her absorption of insulin. There were not any no delivery alarms noted. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.